Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer received multiple, intermittent cartridge 1 alarms. The customer's blood glucose level was between 70 and 240 mg/dl during these events. As the alarm was not presently occurring and the contact did not have the pump, troubleshooting could not be performed.